Event description:
It was reported that a pump alarm occurred during pumping, specifically alarm 20. There was no adverse impact to the customer's blood glucose level. The customer was unable to load a new cartridge despite assistance, which led to recurring cartridge alarms. Technical support decided to replace the pump under warranty and instructed the customer on how to put the old pump in storage mode and return it using a pre-paid label. The customer understood and acknowledged these instructions and will use mdi as a backup therapy to ensure continuous insulin delivery.